Event description:
It was reported that a patient experienced bacterial peritonitis manifested by abdominal pain. On the same day, the patient was hospitalized for peritonitis. The cause of peritonitis was unknown. On the same day of onset, the patient began treatment with intraveneous bactomycin (dose and frequency not reported) for peritonitis. On an unreported date during the same month of onset of peritonitis, treatment was discontinued, the patient¿s catheter was pulled, and the patient began hemodialysis. The patient was discharged from the hospital nine days after admission and will not be returning to home pd. At the time of this report, the patient was recovering from the event of peritonitis. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).